Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016 product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Conclusion code applies to pump: (B)(4). Conclusion code applies to catheters: (B)(4) and (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 300 mcg/ml, dose 35 mcg/ml [the logs provided indicated that the fentanyl dose was 34.97 mcg/day.]) For spinal pain. On (B)(6) 2016 a surgical intervention occurred. Prior to surgical intervention the patient had no complaints of "fever, infection, white count, or any other issues." Preoperative diagnoses included: non-functional right pain pump with motor stall (see manufacturing report # 3004209178-2016-03310 for report regarding repeated pump motor stalls), post-laminectomy syndrome, and chronic medically refractory pain. Postoperative diagnoses included: non-functional right pain pump with motor stall, post-laminectomy syndrome, chronic medically refractory pain, and right pain pump pocket infection. Procedures included: right pain pump removal, partial removal of pain pump catheter to gluteal region, deep incision and drainage of wounds and mayo scissors sharp dissection in the right gluteal pocket of deep tissues, culturing of wounds and placement of wound vacuum-assisted closure to the right gluteal pocket and the right abdominal pocket. A wound vac was place to the right abdomen and right gluteal area. Wound cultures were taken from both right abdomen and right gluteal for 2 separate cultures. The pocket on the right side was opened. As soon as they got down to the pump pocket, they had pus immediately coming out of the wound. This was disheartening to the physician as they had to explant the pump and a portion of the catheter. The pump was removed. They did move the "catheter quite yet and then had to open up the right gluteal incision" after the physician confirmed previous surgery (see manufacturing report # 3004209178-2016-03301 for report regarding patient's surgery in (B)(6) that they had catheter going into the right gluteal pocket and connected to the spinal segment. As soon as the physician dissected down in the right gluteal pocket, there was concern for infection that had tracked around the catheter. At that point, the physician deemed the right gluteal pocket infected. Cultures were sent of both the right abdomen and the right gluteal pocket. The physician did some excisional deep debridement of deep tissues with mayo scissors. The physician tried to free up the catheter the best he could. He removed the catheter coming toward the anterior side without significant difficult. At that point in time, the physician felt like ligating the catheter, versus going into the patient's posterior spine. The physician felt that was the best thing to do since they were going to use wound vacs to treat the patient. The physician cut that catheter, doubled it over and tied it with a 2-0 silk tie and doubled over again and tied with another 2-0 silk tie and that seemed to stop any leak out of the catheter. The physician then thoroughly irrigated out, after blunt debriding with blue towels, the wound. They thoroughly irrigated out with clorpactin irrigation and placed 2 wound vacs and then used a y connector to a single wound vac unit. They then used mastisol, along with the appropriate wound vac tegaderm system to create a good seal. All the patient's hardware was on the right side, none of the surgery occurred on the left side. The patient was transferred to floor on patient controlled analgesia (pca), wound vac was to low intermittent pressure therapy, infectious disease was consulted and broad-spectrum IV antibiotics were initiated with tailoring by infectious disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.